Event description:
It was reported the lead was explanted and replaced due to high impedance of greater than 2500 ohms and oversensing that resulted in appropriate shocks. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.